Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction and upgraded the software to the current revision. The unit then passed all testing and operated within the manufacturing specifications. (B)(4).

Event description:
A report was received from the USA stating that an 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event.